Event description:
The following information was reported: the balloon lost pressure at the 1st stop (sheath). Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/procedure because the balloon failed. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium vessel type: arterial.

Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop; however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1508901) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).